Event description:
The customer reported being at the ER with ketones and diabetes ketoacidosis. The blood glucose reading was 240 mg/dl. The customer stated that the night before her glucose levels was high and treated with a bolus of 5.3 units. The customer went to sleep and woke up with 264 mg/dl. The customer treated again with a bolus of 2.8 units, and an hour later, her glucose reading was the same. The customer stated that while staying at the ER, she received a no delivery alarm. The infusion set was removed and found the cannula was bent. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that the doctor recommended to change the infusion set that goes in at an angle because she is thin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.